Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stent fracture occurred. Vascular access was obtained via the femoral artery. The 3.00x35mm, de novo, 70% stenosed target lesion was located in the non-tortuous and mildly calcified right coronary artery (rca). A non bsc guiding catheter was crossed to the lesion and predilatation followed using a 2.5 x 20mm maverick balloon with residual stenosis of 40%. A 3.00x38mm promus element long drug eluting stent was selected to treat the lesion, however, the device was stuck in the guiding catheter and the proximal portion of the stent was fractured. The device was completely removed from the patient and the physician completed the procedure with another of same device. No patient complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis which showed that the stent was damaged but not fractured and hypotube kinks were also noted. A visual and microscopic examination of the device found the device was returned to the complaint investigation site with stent damage. The stent was stretched and bunched along its entire length. A visual and microscopic examination found that the hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent fracture occurred. Vascular access was obtained via the femoral artery. The 3.00x35mm, de novo, 70% stenosed target lesion was located in the non-tortuous and mildly calcified right coronary artery (rca). A non bsc guiding catheter was crossed to the lesion and predilatation followed using a 2.5 x 20mm maverick balloon with residual stenosis of 40%. A 3.00x38mm promus element long drug eluting stent was selected to treat the lesion, however, the device was stuck in the guiding catheter and the proximal portion of the stent was fractured. The device was completely removed from the patient and the physician completed the procedure with another of same device. No patient complications were reported and the patient was stable post procedure.